Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a stylet lot number or serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies found. There was blood on the helix. The full lead was returned and analyzed.

Event description:
It was reported that the lead had poor sensing or high threshold problems during implant. The stylet did not hold its shape. The lead was removed and replaced. No patient complications have been reported as a result of this event.